Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump displayed "attach/reattach" error. There was unknown patient involvement, and unknown patient harm/injury.

Manufacturer narrative:
One device was returned for repair. There has been no recent service to the device. Confirmed primary reported problem of ¿attach/reattach error¿. Failed cassette test. During inspection, noted the downstream occlusion (dso) sensor failed testing, and the lens is damaged. Replaced latch lock flex sensor, lcd lens, and dso sensor, bezel and seal. Unit passed self-test and pvt testing. Updated software.